Event description:
It was reported that the right atrial (ra) lead exhibited far field r waves.  Device appears to be farfield sensing on the ra lead. Atrial events appear to be falling in blanking/refractory at times possibly triggering  atrial tachycardia/atrial fibrillation (at/af). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.